Event description:
It was reported that the patient presented to the hospital with the right atrial lead exhibiting noise. The chest x-ray revealed that the right ventricular and right atrial leads may be touching near the proximal coil.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.